Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after cancelling pd treatment. The patient said there was an air detected in cassette warning during treatment, so patient became concerned and turned the cycler off and disconnected from the system. Patient indicated feeling sick to stomach and did not reset up for further treatment at that time. When patient removed the cassette there was fluid found in the pump module area and on the external part of the cassette. Technical services advised patient to let the cycler sit until time for next day treatment and try it again with new supplies. In a follow up, the patient indicated there was no harm associated with the fluid leak. The patient has been using the cycler since the leak and there has been no further issues. The cycler will not be returned for investigation.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak after cancelling pd treatment. The patient said there was an air detected in cassette warning during treatment, so patient became concerned and turned the cycler off and disconnected from the system. Patient indicated feeling sick to stomach and did not reset up for further treatment at that time. When patient removed the cassette there was fluid found in the pump module area and on the external part of the cassette. Technical services advised patient to let the cycler sit until time for next day treatment and try it again with new supplies. In a follow up, the patient indicated there was no harm associated with the fluid leak. The patient has been using the cycler since the leak and there has been no further issues. The cycler will not be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.